Event description:
It was reported that the physician was "attempting to a lesion" in the lad with an endeavor resolute stent. Angiography result showed 90% stenosis in the middle of lcx, 85-90% stenosis in the middle of lad. The physician attempted to use a 2.75mm diameter x 30mm length endeavor resolute (rx) drug eluting stent to treat the lad. It was reported that the stent could not pass the target lesion because of calcification and vessel tortuousity. Resistance was noted when advancing device towards the lesion the doctor changed to another resolute stent to complete the surgery. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 7th, 8th and 16th proximal segments were raised and deformed. Multiple other stent segments were misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion - calcified lesion with 90% stenosis and tortuous vessel, stent deformation. (B)(4).

Manufacturer narrative:
This report is being submitted as part of a remediation effort. (B)(4)

Event description:
(B)(4)